Event description:
Revision of corail stem due to loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. No further analysis was possible because the product/ x-rays were not returned. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.